Event description:
Synvisc did not help, both knees replaced. Information was received on 14 october 2006 from a male patient, age unknown, with an unknown medical history who experienced synvisc did not help and had both knees replaced. He began treatment with synvisc on an unknown date. On an unknown date or dates, the patient received an unknown number of synvisc injections to his knees. The patient reported that synvisc did not help "a bit" his knees, and he had to have both knees "replaced." At the time of this report the patient's outcome was unknown.

Manufacturer narrative:
Qa investigation results: review of the data did not indicate trends that could be associated to any product complaint.